Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2010. Patient underwent revision surgery on (B)(6), 2012 due to tibial loosening and patellofemoral pain. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.the tibial bearing removed in this revision procedure was reported in medwatch report 1825034-2012-00102.this report filed (B)(4) 2012.

Manufacturer narrative:
Device manufacturer information was entered incorrectly as the biomet (B)(4) facility instead of the biomet (B)(4) facility. The manufacturer report number is correct. (B)(4).